Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, and moisture intrusion was found under the button contacts. This report is made based on the results of investigation completed on 04/21/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2015 with the following findings: on investigation, the battery compartment was found to have cracked below the grip pad. The pump powered up to a dim/discolored display. The keypad cover was peeling from the base while the buttons responded properly. Removal of keypad cover found evidence of moisture intrusion under all the button contacts. Initial reporter name and address: (B)(6).